Event description:
The facility reports a patient was being raised from the bed using a ceiling hoist fitted with a two point spreader bar. The patient had been raised approximately 6-8 inches when the sling tore across the right shoulder area. No injuries were reported.